Event description:
On (B)(6) 2013, the lay user/reporter contacted lifescan (lfs) on behalf of the patient (her husband) alleging the patient¿s onetouch ultra2 meter was displaying inaccurately high readings compared to another meter and compared to his feelings. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated the alleged issue first occurred 3 weeks prior to contacting lfs in the evening. The reporter stated readings of ¿199, 195 mg/dl¿ were obtained on the lfs meter and readings of ¿154 and 150mg/dl¿ were obtained on a contour meter. Based on statistical methodology the calculated difference of the results does not exceed the expected value of <=30% or <=30mg/dl when obtained within 30 minutes. The reporter also stated the patient believe the ¿199mg/dl¿ was high compared to his feelings or normal readings. The reporter stated the patient uses a combination of medications include lantus 20 units and humulin as needed. The reporter stated the patient had an increased dose of medication including 5 units of humulin insulin for the past 3 weeks at 10pm. The reporter stated the patient developed symptoms of ¿sweating and nonresponsive¿ about 3 weeks after the alleged issue first occurred. The reporter stated a non healthcare professional assisted the patient with some glucose tablets and peanut butter as treatment on (B)(6) 2013, at 2am. The reporter stated readings of ¿154mg/dl¿ and ¿150mg/dl¿ were obtained on (B)(6) 2013, at 5:20pm and 6:15pm respectively. At the time of troubleshooting, the cca determined the meter was in the correct unit of measurement at the time of testing and an approved sample site for testing. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the reporter claims due to the alleged issue the patient was treated by a non healthcare professional for severe hypoglycemia. This incident description contains information from related pi#(B)(6).

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (09/04/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 8/27/2013 and 8/30/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips also passed all testing. A DHR (device history record) was completed on 08/27/2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.